Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported during a phone call received from the inventory manager (im) that this event occurred during use while in the cardiac cath lab (ccl). The im received an email from the ccl rn stating they had a defective ai-07167 today which kept backing up with blood. Updated information received from the im stated that he ai-07167 was inserted by the physician via right femoral vein. Upon floating the balloon up to the right atrial blood backed up through the catheter; a hole was suspected. As a result, the catheter was removed. The physician opened a second arrow swan ganz and started over. The second attempt was successful and the procedure death, complications or injury. No medial/surgical intervention was required. There was a delay or interruption in therapy of approximately 30 minutes which ultimately increased patient anxiety and increased radiation time for the patient and staff in the room. Per the im the sample has been discarded.